Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the shunt was replaced because it was draining too much csf. According to the report, the pt is doing well after the replacement.